Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of a ventricular tachycardia event for this patient with this right atrial (ra) lead and device. Technical services (ts) noted it was possible it was either ra undersensing or atrial channel oversensing of ventricular signals. The hcp will discuss with the physician. This ra lead remains in service. No adverse patient effects were reported.